Event description:
Patient was revised to address pain, elevated cocr levels, and a vertically malpositioned cup. Update: (B)(6) 2012 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, a squeaking noise, tissue damage, and metallosis.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Patient was revised to address pain, elevated cocr levels, and a vertically mal-positioned cup. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain, elevated cocr levels, and a vertically malpositioned cup. (Left hip).

Manufacturer narrative:
Patient was revised to address pain, elevated cocr levels, and a vertically mal-positioned cup. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(4) 2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, a squeaking noise, tissue damage, and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.